Event description:
The facility reported failured code 812:02 which occurred before use. The hospital rep stated that there was no report of pt incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or device programming.